Event description:
Philips received a complaint on a v60 ventilator reporting the navigation ring was faulty. It is unknown if the unit was in clinical use; there was no reported patient/user involvement. The front bezel is scheduled to be replaced to resolve the navigation ring problem. Previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.